Event description:
A malfunction alarm identified as malf 12 was reported, but it did not cause the customer's blood glucose level to exceed 500 mg/dl, and there was no adverse impact. The customer received instructions from technical support on how to reset the pump and successfully completed the reset without the issue recurring. The customer understood they could continue using the pump and acknowledged the guidance to call back if the malfunction alarm appeared again.